Manufacturer narrative:
Returned product analysis revealed that the stent was partially deployed by approx 7mma and a break had occurred in the outer at 8mm distal to the shrink tubing, a functional check could not be carried out due to the presence of dried blood along the shaft. When an attempt was made to retract the outer by hand a restriction was met. As part of our mfg process all units are 100% visually inspected for any possible damages, and are packaged appropriately in order to protect the device from external damage during shipment. A review of the mfg records for this batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. A CAPA has been initiated to address this issue.

Event description:
Event determined to be reportable based on analysis approved 5/22/07. It was reported that during an internal carotid artery stenting procedure, deployment difficulties were encountered. Following positioning of the 8 fr guide catheter in the common carotid artery in stable position, the physician crossed the stenosis with a choice extra support guide wire. He then placed an embolic protection device over the choice guide wire and pre dilated with a maverick 3.0 x 20mm balloon. After flushing the stent catheter he placed the carotid wallstent in the correct position for release. The physician was unable to pull back the outer stent catheter to release the stent. He carefully removed the complete stent catheter (stent was not deployed). A new carotid wallstent was placed and released in correct position without any complications. No pt injuries or complications were reported. Pt status is listed as "well". Returned product analysis revealed a break.